Event description:
It was reported that the battery cover broke off of the device at the user facility. The user facility was unable to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event that plastic cover over the battery broke off was confirmed through visual inspection. Any physical impact to the navigated instrument can cause product damage. The device was repaired.

Event description:
It was reported that the battery cover broke off of the device at the user facility. The user facility was unable to provide any further information regarding the reported event.